Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. The returned device indicated a grommet issue and a set screw with a rounded socket. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a replacement procedure, noise was detected on the ventricular channel of the electrogram. It was suspected that the cause was due to the ventricular channel set screw on the cardiac resynchronization therapy defibrillator (crt-d). The physician decided to not implant the device and replaced it with another device. No patient complications have been reported as a result of this event.